Event description:
The doctor tried to insert the PICC to a patient at the radiology lab. He punctured the patient at the brachial cephalic and followed by inserting the introducer wire. However, while he was inserting, he could feel the resistance and when he pulled out the wire, the tip of the wire was whirled up and bent. He commented that there is no problem with the patient's vein as there was no sign of thrombus or occlusion at all. Since he could not reuse the wire anymore, he replaced the introducer wire with a terumo 018 wire. The wire went in smoothly without any resistance and the sheath was inserted successfully. After inserting the sheath, he removed the wire and cannulated the catheter into the patient smoothly and the whole procedure ended successfully.

Manufacturer narrative:
(B)(4). Customer returned two guide wires inside their protective hoops, lidstock , and needle for evaluation. Visual inspection revealed one of the guide wires (45cm) was kinked in the soft, distal end of the guide wire while the other guide wire (130cm) was undamaged and showed no signs of use. Visual inspection of the lidstock confirmed two guide wires are provided within this kit so only the kinked guide wire (45cm) will be evaluated. Visual inspection of the catheter could not be completed since the catheter was not returned. The kink in the guide wire measured at 40.5cm and 42.5cm from the proximal end. The overall length of the guide wire measured 45.20cm which is within specifications. The od of the guide wire measured .0179" (micrometer: (B)(4)) which is with specifications. Dimensional inspection of the catheter was not completed as the catheter was not returned. The guide wire was passed through an inventory 5.5fr x 50 cm PICC catheter similar to the one provided in this type of kit. The guide wire was able to pass through the catheter with minimal resistance. The guide was also able to pass through the returned needle with minimal resistance. Functional testing of the catheter was not completed as the catheter was not returned. A manual tug test confirmed the distal weld was intact. This type of guide wire does not contain a proximal weld. Additional testing of the catheter could not be completed as the catheter was not returned. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. Instructions-for-use (IFU) provided with this product warns the user "do not apply undue force on guidewire to reduce the risk of possible breakage." The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked in the soft part of the distal end of the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The doctor tried to insert the PICC to a patient at the radiology lab. He punctured the patient at the brachial cephalic and followed by inserting the introducer wire. However, while he was inserting, he could feel the resistance and when he pulled out the wire, the tip of the wire was whirled up and bent. He commented that there is no problem with the patient's vein as there was no sign of thrombus or occlusion at all. Since he could not reuse the wire anymore, he replaced the introducer wire with a terumo 018 wire. The wire went in smoothly without any resistance and the sheath was inserted successfully. After inserting the sheath, he removed the wire and cannulated the catheter into the patient smoothly and the whole procedure ended successfully.